Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, impella access site was infected. Infection/sepsis was treated with vacuum- assisted closure (vac). Patient's condition was stable post procedure.